Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that she couldn't hear the alarms on the insulin pump. She then stated that paramedics were called to her home due to low blood glucose levels.